Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose due to kinked cannulas. The customer's blood glucose level was unknown. Troubleshooting for high blood glucose was declined by customer. No further details provided.